Event description:
Surgical team was stitching bilateral breasts on patient. Electrosurgical unit (esu) pencil was on top of the drape not being used. This was the new pencil (e-sep rocker-switch 703-047) that has suction attached for smoke evacuation. The team heard the bovie going off, but no one was touching the bovie. The patient sustained a 0.5 cm burn under the belly button. Pencil and generator were brought to clinical engineering for evaluation. Initially the pencil worked properly. At some point in testing it stopped responding to pressing the buttons but began working again later. At no time did the esu activate without pressing the button. This pencil has an integrated smoke evacuation tubing. The tubing was visibly contaminated with small droplets of blood along the entire length. It appears the smoke evacuation tubing was used as a fluid suction or accidentally sucked up some liquid. The pencil body was cut apart and the interior examined. Blood and evidence of fluid were visible on the interior portions of the pencil. It is suspected that some of the fluid that was suctioned by the tubing worked its way into the button area of the pencil, causing unintentional activation. Manufacturer response for electrosurgical generator, (brand not provided) (per site reporter): pending evaluation.